Event description:
It was reported by the pt following a right leg angioplasty and stent placement, an angio-seal sts plus was used to seal the left femoral arteriotomy. The artery was accessed via a contralateral approach. Thirty minutes later the pt experienced a loss of pulses in the left leg. The pt underwent revascularization. The angio-seal was removed. Some time later the pt developed an infection and had repeated doses of antibiotic medication.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history records was not possible, since the lot number was unavailable. Based on the information rec'd, the cause for the reported event could not be conclusively determined. The IFU caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) state precaution should be made with the use of the angio-seal device in the patients with clinically significant peripheral vascular disease.